Event description:
It was reported that the patient underwent a surgical procedure involving a previous sling. A new artificial urinary sphincter (aus) was implanted and there were no patient complications reported.